Event description:
Additional information reported there were no reasons discovered for not having any retrograde flow of cerebrospinal fluid (csf) and inability to withdraw csf during surgery. The patient was seen in the clinic on (B)(6)-2013 and the hcp reported she was doing "awesome" on an infusion rate of 136 mcg/day.

Event description:
It was reported the patient was scheduled for an expected end of life pump replacement. However, when the catheter was disconnected from the pump, there was no retrograde flow of cerebrospinal fluid (csf), nor was there the ability to withdraw csf. The physician used a 24 gauge angio-catheter and 3ml syringe for the attempted withdraw. The catheter was consequently replaced as well. The patient was said to have never exhibited any signs or symptoms of withdrawal. It was said the patient required hospitalization, surgical intervention, revision of the catheter, and reprogramming, as a result of the event. There were no patient symptoms or injuries related to this event. The pump was delivering gablofen at 858 mcg/day.

Manufacturer narrative:
Concomitant products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4). Final device analysis of the catheter 8596 revealed the following: there were no significant anomalies found. The catheter was not returned whole. It was missing the proximal strain relief sleeve. There was foreign material deposited on the distal end. Final device analysis of the catheter 8709 revealed the following: there were no significant anomalies found. The catheter was returned in segments. No anomoly was seen in the dispensing holes. No occlusion was seen. There was foreign material deposited on the distal end.